Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because primary stability was not achieved. It was being installed in intraoral region 18# and the patient presented insufficient bone quantity/quality (bone type I).